Manufacturer narrative:
Upon receipt, with the returned pad-pak installed in a known good device, no status indicator flashed and the device could not be powered on, as per the reported fault. This was attributed to the returned pad-pak being depleted beyond any use alongside a blown fuse. Measurements taken on individual battery cells alongside the blown fuse could indicate that the returned pad-pak was depleted by an external load. Furthermore, no visual abnormalities were identified within the battery pack that could have caused the pad-pak to deplete or the fuse to blow. The cause of the reported issue could not be determined. The customer received a replacement device and this device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their pad-pak was unable to power on an associated sam pad device. Their device was still able to be powered on with another pad-pak. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their pad-pak was unable to power on an associated sam pad device. Their device was still able to be powered on with another pad-pak. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.